Event description:
It was reported by service report that the fowler will not hold position and is leaking fluid. It is unknown if there was patient involvement, however, no adverse consequences are reported.